Manufacturer narrative:
Product event summary: analysis noted the analyzer failed a functional test caused by a disturbed patient connector pin.

Event description:
It was reported that the analyzer, originally returned as an associated device, subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.